Event description:
It was reported that stimulation could not be increased. The patient wanted to increase the stimulation, but it could not be increased even though it could be decreased. None of the values from group a and group b are increasing. It was unknown what factors may have caused the event. The reduced value could not be increased to its original state, and so it was advised to consult with the medical institution. There is a request for the manufacturer to also be present during the next medical consultation on november 21. It was already reported to the area in charge. The issue was not resolved at the time of report. No symptoms were reported. Additional information was received. When trying to increase stimulation, the ¿stimulation setting could not be increased¿ message w as seen. The cause was stated to be a lead facture. The settings were adjusted using the lead that was not fractured. It has not been fundamentally resolved, but treatment is being continued using the lead that is currently usable.

Manufacturer narrative:
Product type; lead. Section d information references the main component of the system. Other relevant device(s) are: g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that lead serial number and implant date is unknown. The cause of the lead fracture was unknown but might be due to a fall. It was indicated that treatment is continuing.